Manufacturer narrative:
The patient alleging overheating and make very loud noise. There was no report of medical intervention. No additional information can be requested at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated

Manufacturer narrative:
No device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973 and z-1974.

Event description:
The patient alleging overheating and make very loud noise. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.